Manufacturer narrative:
Product complaint : (B)(4). Pc: surgical intervention, medical device removal. (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent hardware removal of depuy spine uniplate and screws, the screw at c7 has been backed out from the cervical plate interface. There were no known patient consequences. Concomitant medical device: uniplate two level plate, 34mm (part# 189722034s, lot# unknown, quantity 1) . This complaint involves three (3) devices.